Event description:
Additional information was received that the patient had a history of moderate aortic insufficiency (ai). Low flow alarms were associated with the event. The heartmate 3 was assessed and there were no technical issues noted. A clinical assessment identified the condition was due to hypovolemia and bleeding. Fluids, blood products, and hemostatic agents were administered. Following resuscitation and hemodynamic optimization, the chamber's sizes were restored as visualized in a transesophageal echocardiogram. As a result, the alarms resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a long surgery where they required aortic plasty and aortic valve replacement. They were on cardiopulmonary bypass (cpb) for a long time (more than 4 hours). The patient left the room on right extracorporeal membrane oxygenation support (ecls). The patient passed away due to cardiogenic shock. The outcome was not considered to be device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist device (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. Additionally, the reported low flow alarms could not be confirmed as no log files were submitted by the account for review. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including bleeding and death, that may be associated with the use of the heartmate 3 lvas. Section 4 of the IFU, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. Section 6 of the IFU, ¿patient care and management¿ lists hypovolemia as a potential late postimplant complication. Additionally, section 6, "patient care and management", provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Section 7 of the IFU, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.